Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of kinked/bent cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level was 380 mg/dl after wearing a pod between 4 and 24 hours on the abdomen. The patient reported the pod was not delivering insulin properly, and upon removal of the pod, discovered the cannula was a little bent. The patient has replaced it with a new pod.

Manufacturer narrative:
The device was received fully deployed. Inspection of the soft cannula found no bends or kinks, and no timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. There was no damage found that would affect the delivery of insulin. Fluid flowed freely through the entire fluid path; no blockages or leaks were observed.